Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing, cough, sore throat and nasal or throat irritation. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that in describing event or problem, occured in section b5 was filled as the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing, cough, sore throat and nasal or throat irritation. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. After review it was determined that the describing event or problem, has some additional information in b5. The patient also alleged of coughing up mucus, runny nose, drainage of the eyes. The h6 is also updated with the clinical code.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. He manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing, cough, sore throat and nasal or throat irritation. The patient also alleged of coughing up mucus, runny nose, drainage of the eyes. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Missing 2 feet on the bottom enclosure. Unknown contaminate was observed inside the ui panel. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated.